Event description:
As per complaint (B)(4) during a clinical procedure a dental implant displayed a failure of osseointegration and the implant was explanted.

Manufacturer narrative:
Follow-up submitted to report device evaluation.